Event description:
It was reported that the patient had good therapy for the first two weeks after implant. Since then, the patient had needed reprogramming every six weeks. By the fifth week following reprogramming the patient was usually sick with nausea and vomiting. It was noted that the patient had just gotten out of the hospital. The patient also reported a tingling sensation under her breast bone that ''zapped'' her over the past two months and occasional zaps at the implant site. It was noted that the patient was taking oral medication along with her enterra therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.

Event description:
Additional information reported indicated that the patient had no more concerns with their device or therapy. If additional information becomes available, a follow-up report will be sent.